Event description:
Device malfunction: stuck device. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device achieved arteriotomy closure during a diagnostic procedure. Reportedly, during deployment of the clip the device got stuck. Hemostasis was achieved with the starclose chip. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.